Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Testing revealed the device did not meet specifications during a shaft leak test and irrigation leak test. Further investigation revealed the pi irrigation tubing had been fractured at the irrigation tubing transition near the deflectable portion of the catheter shaft, consistent with the failed shaft leak and irrigation leak tests and fluid ingress.

Event description:
This report is to advise of a leak in the catheter noted during analysis.